Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
A patient reported ill fit, discomfort and a pain level of a 7. In the description box they wrote, "there is a slight gap between the bottom aligners and my teeth, they also cut into my gums, so I had to shave down a bit of the aligners.